Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore, no investigation can be performed at this time. A follow-up report will be submitted if the device is returned.

Event description:
A small piece of black insulation missing when instrument was pulled out of the patient during surgery. The piece was unable to be located. Anesthesia time was extended by 30 minutes.